Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The link-25 system was re-installed and calibrated to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(6).

Event description:
The customer reported a malfunction found during pre-use checkout which may result in a delivery of a hypoxic gas mixture. There was no report of patient involvement.